Event description:
In 2008, boston scientific was informed that during a colonoscopy, the resolution clip device was deployed and a metal piece of the clip fell off in the pt and was retrieved with a forcep. The placement of the clip was successful and was left in the pt. Pt is "okay".